Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt stated the hcp told pt the li battery needs to be changed a couple of months ago. Pt stated they cannot charge her ins in the past 2 weeks. Reviewed that the li battery does not have anything to do with how they connects to charge the ins. Pt verified that their controller was charging up and holding a charge. Pt connected to charge the ins battery while on the line with patient services (ps). Pt stated they were getting "reposition antenna" message. Pt pressed "recharge" and verified they were seeing passive recharge screen. Pt stated that over the past 2 weeks she has been through passive recharge screen but it will never connect to charge the ins. Pt verified that their rtm cord does not have any physical damage. The issue was not resolved. The patient mentioned unrelated medical history including pt mentioned that a rock flew up in her eye and now they have a hole in their eyeball and has been blind in that eye for 2 weeks. No symptoms or patient complications were reported. Information was received from a patient (pt) regarding an external device. It was reported that the pt's initial problem did not resolve upon receiving a new recharger (rtm). Pt stated their controller was recharged to 80% and, after finishing charging overnight, the controller would not come on; the controller went unresponsive. The pt mentioned seeing a "contact manufacturer" screen and that the controller was making a buzzing sound. An email was sent to replace the controller. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger product ID 97745 serial# (B)(6) product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.